Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that one day post implant this right ventricular (rv) lead exhibited decreased amplitude and loss of capture (loc) at maximum outputs. A chest x-ray confirmed lead dislodgement. Surgical intervention was performed and the lead was successfully repositioned. No adverse patient effects were reported.